Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving dilaudid 15 mg/ml at 2mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient had increased pain. A dye study was performed and showed the catheter was in the spinal column but the physician did not think it was intrathecal. The spinal segment of the catheter was replaced and the issues was considered resolved. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.